Manufacturer narrative:
(B)(4). Unit passed displacement test and active current measurement. Unit failed sleep current measurement and unexpected battery power loss, problem isolated to electronic assemblies.

Event description:
It was reported that the insulin pump had low battery alarm. Customer's blood glucose level was unknown. Customer stated that in the alarm history insulin pump had replace battery now alarm. Customer was not calling back within one week after previously completing low battery alarm. The device will be returned for analysis.